Manufacturer narrative:
A short of the power transistors on the motor controller board caused the device to become inoperative. The root cause for the short could not be determined. See scanned pages.

Event description:
A plc75 attached to an idrivec became stuck in the middle of firing. The stapling of the tissue was incomplete. The surgeon replaced the battery, but the idrivec did not respond. The idrivec was exchanged for another and the operation was completed.